Event description:
It was reported that prior to procedure the console display screen went white after plugging in the fiber. It was turned off, removed fiber, turned back on, plugged in the fiber, still got the white screen. Biomed checked on the laser after, turned on the laser, with the fiber removed and the screen was white still. The patient was under general anesthesia, staff woke up the patient in stable condition, no injury for patient but the procedure had to be canceled due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that prior to procedure the console display screen went white after plugging in the fiber. It was turned off, removed fiber, turned back on, plugged in the fiber, still got the white screen. Biomed checked on the laser after, turned on the laser, with the fiber removed and the screen was white still. The patient was under general anesthesia, staff woke up the patient in stable condition, no injury for patient but the procedure had to be canceled due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the reported allegation of display screen - no display or display failure was confirmed. The top cover was replaced, and the issue was solved. Most likely the defective top cover could have affected the device performance. No further issues were identified during service, and the console was confirmed to be fully functional after replacing.